Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Product manufacture date: 9/19/2015.

Event description:
Boston scientific received information that one week post-implant, the patient with this electrode presented with an infection at the xyphoid incision. The physician also reported the inner layer of sutures were now visible, due to the open wound. There was an additional inquiry regarding the rate of xyphoid infection, as compared to superior or pocket infections and the resulting risk of inappropriate therapy due to exposed air. Boston scientifics field representative advised the physician that if one layer of sutures were still closed, there should not be a high risk of air entering the infection. The patient was admitted for IV antibiotics. No additional adverse patient effects were reported and to date, no system explant nor revisions, have been scheduled.